Manufacturer narrative:
The malfunction was not confirmed since no material was returned for investigation.

Event description:
On (B)(6) 2019, the user was made aware that the sensor has to be removed due to early sensor retirement.